Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient admitted in with ventricular tachycardia and angina was implanted with an impella cp device for mechanical circulatory support. Approximately 16 hours into support, the right lower limb became ischemic. The impella cp was explanted and the placement of an axillary impella 5.5 pump was completed. The limb ischemia resolved; the patient regained pulses in the lower extremity. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.